Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon could not catch something smoothly. The large needle driver instrument was removed and inspected. The endowrist was visibly broken. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.